Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited adhesive around light guide lens had a chip and forceps elevator had foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the adhesive around light guide lens had a chip was cause traced to component failure and for forceps elevator had foreign material was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.